Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was not autofilling. The balloon was changed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section h - evaluation method codes analysis of data provided by user/third party; 4112. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was not autofilling. The balloon was changed to continue therapy. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon was not autofilling. The balloon was changed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).